Event description:
It was reported that a person using the ilet with a teflon infusion set in the right abdomen experienced elevated blood glucose, with a sensor value of 184 mg/dl and a confirmatory fingerstick of 164 mg/dl after announcing and consuming lunch consisting of bread and turkey, with a highest blood glucose of 267 mg/dl and no pump occlusion or dosing-stopped alerts observed. Symptoms included hyperglycemia. Outcomes included no hospitalization and resolution through troubleshooting and education. Investigation included user counseling on infusion set assessment, verification of supply status, review of tubing for leaks or air, confirmation of alert history, and review of recent carbohydrate intake and mealtime dosing. Investigation of this case revealed no device alarms and no observable delivery obstruction or leakage, with findings consistent with cause unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.